Event description:
The patient reported her insulin infusion device is beeping and showing a "77", electronic error, on the display screen. She stated she was using one of the recalled batteries. She stated she did know about the battery recall but had accidentally installed one of the recalled batteries instead of the corrected batteries. She stated the battery had been in the infusion device for 2 months. She was assisted in installing a new battery and she stated the infusion device was working fine. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.